Event description:
It was reported that during an unknown procedure, the first clip was crossed and fell into the patient. It is unknown if or how the clip was retrieved. It is unknown if there were any patient consequences. It is unknown how the case was completed. No other details are available.

Manufacturer narrative:
(B)(4). Additional information: how was the patient impacted? The patient was not impacted. How was the procedure completed? A new clip was used. How was the clip removed from the patient? Clip was removed with a maryland dissector. Which firing of the device did this event occur on? Laparoscopic cholecystectomy.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.